Manufacturer narrative:
Device information for ipg is requested but not available at this time. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5: reference MFR. Report: 1627487-2018-05939; reference MFR. Report: 1627487-2018-05940; reference MFR. Report: 1627487-2018-05941; reference MFR. Report: 1627487-2018-05942. It was reported (B)(6) the patient experienced ipg migration in the pocket site as the patient lost some weight recently. The patient also experienced discomfort at the anchor site as the anchors migrated, causing the lead loops to push up at the patient¿s skin which was visible via x-rays. The physician could feel the anchors through the patient¿s skin. As a result, surgical intervention was undertaken on (B)(6) 2018 to reposition the ipg, resolving that issue. The physician also re-sutured the patient¿s lead loops, resolving the anchor and lead migration.